Event description:
Patient called alleging that the meter powers off during use. Patient had replaced the batteries and meter still powers off. The batteries were correctly installed and are in good condition. Patient did not seek medical attention or call their md. Customer service was unable to resolve the issue and is sending patient a new meter.